Event description:
It was reported that the patient experienced an issue with seven infusion sets when taking the insertion device out right after insertion was complete due to the tubing not being placed in the notch prior to pulling back the spring on (B)(6) 2026

Manufacturer narrative:
Initial 7 of 7. E1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.